Manufacturer narrative:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 5 of 10. (B)(4) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had 10 out of 10 wafers from 1 market unit that had an off centered starter hole noted prior to use. The affected products were not used. A photograph depicting the issue was received from the end user.